Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device had 4 total particles. 1 was described as a red particle. It was seen by a few technicians who saw it, then they wouldn¿t see it again. The 2nd particle was fiber like and the third was a round particle. The fiber/particles are still the same. They typically see red plastic between the bag and the cassette, so seeing red in the bag did not surprise them. The particles/fibers in solution were found after filling the cassettes during visual inspection of the finished product. There was no patient involvement, and no patient harm/adverse event reported.